Event description:
It was reported that the customer passed out cold with seizures due to low blood glucose and was taken to the hospital. Customer's blood glucose reading was 87 mg/dl at the time of admission. Caller also stated that the cause of the low blood glucose may be because the customer treated before he ate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.